Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. A reliant balloon was used to iron out the stent graft above the flow divider. The balloon was placed within the stent graft. A 20 cc syringe with 70% saline and 30% contrast was used to inflate the balloon. It was reported that after the third inflation, the balloon burst. It was successfully removed from patient and at this point the stent graft dilatation had been completed. No clinical sequelea were reported and the patient is fine. The balloon was returned to medtronic and its evaluation has been completed.

Manufacturer narrative:
There was a radial tear in the balloon on visual examination. The burst was noted to be a circumferential radial burst. The balloon material was inspected closely and it did not appear that any pieces were missing. It was observed under magnification that the proximal portion of the balloon material had a tear down to the bond location. The balloon burst may be related to the balloon being over-inflated while in the stent graft. The stent graft diameter was not reported. The syringe size was reported to be 20cc and a volume of approximately 10cc was injected and according to the IFU this would equate to an inflated diameter of greater than 20mm. Over-inflation of the balloon in an area of less than 20mm in diameter could cause the balloon to burst.